Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as motor error. The customer¿s blood glucose level 469 mg/dl. Customer did not report any symptoms or treatment related to high blood glucose. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.